Event description:
The physician reports that the crystalens haptics broke, when delivering the lens using a lens injector system. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged iol, and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The damaged lens was returned to eyeonics and evaluated. The visual inspection under microscopic magnification revealed that the lens was torn and portion of the lens is missing. The findings are consistent with damage caused by lens injector use. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.